Event description:
Biopsy of right breast under ultrasound guidance performed. Imaging marker placed, but did not deploy. Mammography imaging performed as protocol to confirm marker placement. Unable to visualize marker on mammography. Repeated marker placement. Mammography confirmation obtained again and marker was not visualized. Confirmed marker stuck in packaging of sterile marker. Healthcare provider did not realized until after 2nd mammography image was obtained. Patient refused to allow another attempt to place marker and left the imaging department. Reached out to the sales representative about error in device. Sales representative let us know there have been several complaints of the marker being stuck in packaging. Lot # h2586282 ref # ssr75s-01.